Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis and yeast infection in a female coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. Treatment was not reported. The cause of the peritonitis was reported as tube could have been out and unspecified yeast infection. Outcome for the events was not reported. It was not reported if dianeal therapy was ongoing. An opinion of causality was not reported. Additional information was obtained from the peritoneal dialysis (pd) nurse on (B)(6) 2011: the patient began automated peritoneal dialysis in 2009. The patient recently had a change in environment described as a new residence, which the nurse felt may have contributed to the infection. The patient presented to the dialysis clinic on (B)(6) 2011 complaining of feeling uncomfortable. The nurse drained the patient and a cell count revealed a leukocyte count of 5,000 (unit not specified). There was no exit site infection. The patient was given a loading dose of vancomycin and gentamycin ip in the clinic. The nurse stated the patient was hospitalized for two days (dates unknown). Treatment during this hospitalization was unknown. The patient's pd catheter was removed (previously reported by the consumer as "tube could have been out") and the patient was switched to hemodialysis. The cause of the peritonitis was unknown. The patient has recovered. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A batch review of the potentially associated lot number (h11h29132) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause for the reported condition of peritonitis was undetermined. There was no device malfunction or use error identified.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis event.a trend review was performed and similar reports have been received for the reported condition. Additional investigation is being conducted through (B)(4). A follow-up report will be submitted upon completion of baxter's investigation.